Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an iliac stenting treatment procedure, stent damage occurred. The physician was attempting to treat a lesion located in the external iliac artery with a 7.0x60x135cm express biliary ld stent. Upon advancement to the target lesion, a stent strut became "lifted" in the external iliac artery. The express biliary ld stent delivery system (sds) was withdrawn from the pt without complications. The procedure was completed successfully with the implantation of another 7.0x60x135cm express biliary ld stent. There were no reported pt complications. The pt's status was listed as "fine."